Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a faulty sensor. The customer's blood glucose level was 134 mg/dl. The customer stated that his sensor reading was 80 mg/dl while the blood glucose reading was 150 mg/dl. The customer stated that the pump went into threshold suspend and his basal shut down. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The customer will be sent a replacement sensor.